Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed 2010 to 2021, postoperative to ivor lewis esophagectomy with a modified esophagoga stric anastomosis, a patient had leak and was treated with an esophageal stent and endoscopic jejunostomy.